Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected alarms and alert noted during testing. Unit was successfully download using thump for history files and trace files. Pump error 39 and pump error 41 occurred on (B)(6) 2024 14:44--17:18 in history file. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. P-cap was attached and locked into place properly. Device tested failed is not confirmed. Pump error 39 and pump error 41 are confirmed due to motor anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 39(motor current error detected) and device test failed. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1881 was requested and customer response was the device will be returned.